Manufacturer narrative:
(B)(4), evaluation: inherent risk of procedure (death, occlusion). Patient¿s condition affected effectiveness of device (short neck and stenosis sma); caused by another drug/device (cover stent). (B)(4). Conclusion: inherent risk of procedure (death, occlusion), device failure/lack of effectiveness related to patient condition (short neck and stenosis sma) 40 another device caused failure (cover stent).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient had a very short neck 14mm in length; therefore, the physician created a type of snorkel via the left renal in order to perfuse it. The physician also elected to implant another manufacturer¿s device (cover stent) into the sma due to the stenosis. The procedure was completed successfully. It was reported that post op the patient started to develop bowel ischemia and the physician elected to do a colectomy and remove some of the colon. The physician also re-vascularized the sma by doing an external iliac with the sma bypass. The patient continued to have issues due to the cover stent graft and the sma not being perfused adequately; subsequently the patient expired approximately three weeks from the index procedure.